Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors occurred on universal surgical manipulator (usm) 3. The customer disabled the usm to continue the procedure. The system logs were confirmed to have errors reported by the usm 3 axes controller, arm. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system was checked and there were no errors upon power up. The procedure was completed robotically, and there were no other complications due to usm 3 being disabled.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and was confirmed and replicated. The unit was tested on an in-house system in normal mode where it triggered an error 32056. The system logs recorded errors 32056, and 1123. During test platform testing, the unit failed, indicating a pitch issue. The complaint was confirmed by failure analysis.